Event description:
It was reported that there was a breach in the right atrial lead insulation identified by x-ray and confirmed during the lead replacement procedure. It was further reported that there was low impedance and noise observed in the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4076 implantable pacing lead (B)(6) 2010. (B)(4).